Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrium socket of the external pulse generator had burn damage. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken atrial socket, it was noted that both output connectors were actually broken. It was additionally noted that the keyboard was installed incorrectly (incorrect alignment), the window was scratched, there was contamination under and by the lower knob and pause button and one battery was missing. One boss on the display frame was also stripped during repair. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.